Manufacturer narrative:
Additional information was received that the reason for the revision was the patient did not want it anymore and magnetic resonance imaging (MRI). No charging and stimulation issues. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm; model #: sc-4316, lot #: 17248763, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.